Event description:
The following has been reported: nurse reported: rn found ivenix tubing to be leaking onto floor and other pumps. Second rn noted a crack in the tubing directly below the cassette. We had to break the central line, hang d10, break line again to hang a new d25% with sodium/potassium. Patients sugar was low at 48, so he was negatively affected. We also had to give a dose of vancomycin to cover him for any possible contamination. We broke the line 3 times because of this event. A preliminary review of the logs identified the following issue: administration set leak (external part) tubing being cracked . An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
One sample of ivenix administration set was returned for evaluation. Upon visual inspection, the gold foil corresponded to the specific code set-0032-1 per the applicable drawing. No visual defects found. During the microscopic evaluation, a displaced diaphragm was observed. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. An underwater leak test was performed at 20 psi, and were observed bubbles coming from the cassette, confirming the leak. A dye test was performed and was observed a leak at outlet valve. The customer complaint is confirmed. The reported leak could be related to a misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. An internal investigation was opened to mitigate this reported failure. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.